Event description:
It was reported that the ventilator shut down with no audible alarm while connected to the pt. The pt was bagged until he was transported to the hospital and placed on another ventilator. No reported harm to the pt.